Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal thoracic artery using pod packing coils (pod pcs) and a non-penumbra microcatheter. During the procedure, one pod coil and two non-penumbra coils were implanted in the left internal thoracic artery. While advancing the next pod pc around the hub of the microcatheter, resistance was encountered. The physician retrieved the pod pc for flushing and, upon re-advancement, encountered resistance in the same location. Therefore, the pod pc was removed. The procedure was completed using the same microcatheter to implant another pod pc and two other coils in the left thoracic artery, and two pod pcs and three other coils in the right internal thoracic artery. There was no report of an adverse effect to the patient.